Event description:
As reported in the literature out of sixteen consumers, twelve consumers were exposure to contact lens care disinfecting solution containing polyquaternium-1. The actual contact lens care disinfecting solutions associated with the event is not known, therefore as per the article unspecified contact lens care disinfecting solutions considered as a suspect product. This complaint refers to one of the consumers out of twelve, who was exposed contact lens care disinfecting solution containing polyquaternium-1 and daily wear soft contact lenses till four months and experienced bilateral dendritiform keratopathy/dendritiform lesions in eyes. One month before her visit scars were observed both the cornea. She discontinued regular contact lens wear. She was treated with prednisolone acetate one percent twice daily. After medication she continued to wear contact lenses on occasion. She reported persistent mild blurry vision. The consumer was advised to avoid wearing contact lenses completely. Dendritiform lesions were resolved after two weeks, but both the eyes had few scattered subepithelial infiltrates. The consumer resumed contact lens wear with contact lens care solution with no further problems during one year of follow-up. The current condition of the consumer¿s eye is symptoms resolved. No further information is available at the time of reporting.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: dendritiform keratopathy associated with exposure to polyquarternium-1, a common ophthalmic preservative. (Ophthalmology 2016;123:451-456 ª 2016). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).